Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} updated data: d10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} select patient information cannot be documented in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that at an unspecified time following the implant of the transcatheter bioprosthetic aortic valve a complete left bundle branch block (lbbb) was observed. The qrs interval measured 160 milliseconds (ms) and further widened to 200 ms. The lbbb was reported as transient. A permanent pacemaker was implanted the day following onset. Hospitalization was prolonged. The event resolved 4 days following the lbbb onset. The physician indicated the event was probably related to the valve.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the event resolved with sequelae.

Event description:
It was reported that at an unspecified time following the implant of the transcatheter bioprosthetic aortic valve a complete left bundle branch block (lbbb) was observed. The qrs interval measured 160 milliseconds (ms) and further widened to 200 ms. The lbbb was reported as transient. A permanent pacemaker was implanted the day following onset. Hospitalization was prolonged. The event resolved 4 days following the lbbb onset. The physician indicated the event was probably related to the valve. Additional information indicated that the left bundle branch block (lbbb) presented on the same date as the valve implant but following the procedure. Symptoms did not present. Additional information was received to report eight days following the valve implant procedure, the patient had heart failure caused by a pulmonary infection. Per the physician, this was not related to a medtronic product or the procedure to implant the valve. The patient was admitted and discharged ten days later.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated/corrected data: b5, d4, d6a, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the left bundle branch block (lbbb) presented on the same date as the valve implant but following the procedure. Symptoms did not present.